Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets. Sample p/n 21-7106-24 l/n 4016659 was tested with hydrostatic vessel. The results indicated a leak between the male luer and tube line. The complaint was confirmed. Manufacturing was reviewed, which passed production line at 100%. Root case is believed to be a bonding issue. Based on pfmea rmp 1006.100 ?risk management plan for extension sets" this failure condition could be cause by incorrect tube bond engagement less than 0.25". Production personnel was notified by quality engineer on (B)(6) 2021 as awareness of the defect reported by the customer.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that leaking was noted when using the cadd extension set. There were no adverse events reported.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets. Sample p/n 21-7106-24 l/n 4016659 was tested with hydrostatic vessel. The results indicated a leak between the male luer and tube line. The complaint was confirmed. Manufacturing was reviewed, which passed production line at 100%. Root case is believed to be a bonding issue. Based on pfmea rmp 1006.100 risk management plan for extension sets" this failure condition could be cause by incorrect tube bond engagement less than 0.25". Production personnel was notified by quality engineer on 05/apr/2021 as awareness of the defect reported by the customer.